Event description:
Secondary medication did not administer. Nurse changed IV pump, primary and secondary tubing and secondary medication did not infuse. Prompts on IV pump followed, blue clamp applied, pump then alarmed "upstream occlusion." Attempted to run secondary medication via gravity, but medication still did not infuse. Primary fluids did flow via gravity. Secondary IV tubing changed again and medication infused.